Manufacturer narrative:
H.6. Investigation: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. A review of the device history record was performed, and no quality issues were found during production. The complaint could not be confirmed and the root cause is undetermined. CAPA#1379444 was initiated.

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: our costumer complained that there was a backflow of medication(propofol), trough the secondary port while they were administering the medication trough the secondary port with 20ml syringe. This happened during urgent operation(caesarean section).they noticed that the valve moved forward while using the secondary port. They noticed the same problem before with different lot numbers and different gauge sizes(they use mostly 18g and 16g cannulas). After the valve moved and the medication started to leak out while administering propofol, they had to insert new cannula. The aplication of medication was delayed due to the cannula issue. It was a life threatening situation.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that an unspecified number of bd venflon¿ pro safety shielded IV catheters experienced leakage during use. The following information was provided by the initial reporter: our costumer complained that there was a backflow of medication(propofol), trough the secondary port while they were administering the medication trough the secondary port with 20ml syringe. This happened during urgent operation(caesarean section).they noticed that the valve moved forward while using the secondary port. They noticed the same problem before with different lot numbers and different gauge sizes(they use mostly 18g and 16g cannulas). After the valve moved and the medication started to leak out while administering propofol, they had to insert new cannula. The application of medication was delayed due to the cannula issue. It was a life threatening situation.